Event description:
After electrode insertion in situ measurements revealed high impedances. It was tried to massage stimulator, add saline onto ground electrode, ensure strong coupling, change testing coil, reduce layers between testing device and implant, but it still showed high impedances on all 12 contacts. The device was removed and the back-up implant was used without issue.

Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements during implantation surgery showed all channels with hi status. Device investigation revealed damage to the active electrode likely caused by mechanical stress during surgical handling of the device. A back-up device was implanted successfully. This is a final report.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After electrode insertion in situ measurements revealed high impedances. It was tried to massage stimulator, add saline onto ground electrode, ensure strong coupling, change testing coil, reduce layers between testing device and implant, but it still showed high impedances on all 12 contacts. The device was removed and the back-up implant was used without issue.